Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The assignable cause is the damaged speaker harness. The speaker harness has been replaced. Additional: similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA (B)(4). A service history review revealed no previous service events were related to the reported condition.

Event description:
The facility representative contacted baxter to report a colleague infusion pump with "speaker error code 550:121:1005:0000." The device had failed to audibly alarm. This problem was identified during programming/set-up. There was no patient involvement, injury or medical intervention necessary. No additional information is available. The user interface module master software version is 6.13.90, categorized as remediated.